Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was presenting with a double beep with cassette during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with signs of fluid ingression and with the tamper seal all intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated during functional test. However, fluid ingression was discovered on the downstream occlusion sensor; it was also found that the fluid ingression was the cause of the double beep - cassette attached error. For corrective action, it was recommended that the downstream sensor to be replaced. The root cause was to user interface/customer damage. The product is beyond 21 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Correction: d4: model number: 6400.